Event description:
Our site has experienced a high failure rate on most of our cpu units used in our fetal monitoring carts. There has been a high number of power supplies and motherboard failures. Attached is a report of failures and dates for each discrepancy. Also, there are attached photographs of one of the damaged motherboards of which show excessive leaking and bulging of the capacitors. These problems are obvious heat induced problems. After discussing this issue with ge and dell, it has been discovered that this was a known issue (with both the power supplies and the motherboards), however an official recall was never issued on these devices.